Manufacturer narrative:
Model number/catalog number: sc-2316-50 serial number: (B)(4), batch/lot number: 18258347/18258347, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively.